Event description:
Medical affairs was unable to get a hold of the patient and will be sending a letter to obtain more clinical information. Patient allegedly tested on the meter and obtained an 84mg/dl. They blanked out and hit a parked car. Patient had a glucose tablet and called their md. At the md's office tested and obtained 32mg/dl. Patient was treated with glucose at the md's office. The time difference between the two tests is less than 10 minutes. Between the tests there was no intervention that would be expected to change the blood glucose. Unknown if the patient had any symptoms prior to testing, and if patient had tested earlier that day. Patient's control soulution was expired, therefore could not check the accuracy of the meter. Patient suffered a serious injury, and meter may have contributed to the injury.